Event description:
It was reported that during an appendectomy procedure, a very small knot that holds the 2 jaws together broke. They tried to find the little piece in the abdomen but could not find it. Following the surgery, the patient had been through x-rays and the small knot did not show up. The surgeons assume that the small knot had come out of the abdomen without being noticed. It is not noted how the procedure was completed. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Clevis rivet. Evaluation summary: the analysis results of the 5dsg found that the device was received with one of the clevis rivet ends missing; therefore, the distal end assembly was loose. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.